Event description:
It was reported that the device was showing evidence of emi ( electromagnetic interference) sixty-cycle noise oversensing while the patient was reportedly washing dishes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.